Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The customer¿s blood glucose level was between 300-400 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.